Event description:
It was reported, the flex deflectable videoscope had error e226(scope communication error). The issue occurred during a therapeutic laparoscopic cholecystectomy procedure. The procedure was completed using the same set of equipment. No delay was reported. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: (telephone number) and g2(to select company representative). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation was not confirmed. Based on the results of the investigation, it is likely the cause could be a temporary electrical contact failure due to foreign material (chemical residue, water stain, sebum stain, dust, gauze particles, etc.) Adhering to the electrical contacts of the video connector or video system center, or a sudden overcurrent such as static electricity, etc. Olympus will continue to monitor field performance for this device.

Event description:
Additional information: the event occurred during a therapeutic laparoscopic cholecystectomy procedure and the procedure was completed using the same device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record revealed that the device was shipped in accordance with the specifications and had no nonconformity at manufacturing. Based on the results of the investigation, it was presumed that the error may have occurred due to a temporary electrical contact failure due to foreign material (chemical residue, water stain, sebum stain, dust, gauze particles, etc.) Adhering to the electrical contacts of the video connector or video system center, or a sudden overcurrent such as static electricity, etc. However, since it was difficult to further analyze the actual product, it was unable to identify the definitive root cause and it was confirmed that the specifications and functions of the returned equipment were satisfactory. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the deflectable videoscope had error e226. The issue occurred during procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.